Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, exhibited multiple attach cassette alarms with cassette already attached.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed it was missing the tamper seal. Review of the event history log showed occurrences of "cassette not attached properly" alarms. Functional testing was unable to duplicate the reported issue, it was found the device was working as it should. Based on the investigation, the complaint allegation was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
Information was received indicating that indicating that the event occurred during preventive maintenance. No patient was involved.